Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited image blackout. The issue occurred during a therapeutic thoracentesis assisted procedure and the procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated manufacturing date. Updated fields: h2, h4, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.